Event description:
It was reported that during a tubal ligation procedure, the forceps cut the first fallopian tube but would not cut the second. Endoscopic scissors were used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The device was evaluated by ascent healthcare solutions. A visual examination revealed that the device had misaligned jaws and a small gap in between the jaws. Function testing was performed and the device failed cut testing. Ascent's instructions for use state, "bipolar cutting forceps are contraindicated for: coagulation of the fallopian tube." A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.